Event description:
The ace harmonic scalpel was assembled and tested prior to use. However, when activation of the device was attempted, the instrument failed to work. The surgeon then used another device to complete the case.